Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use an endeavor resolute (rx) drug eluting stent. The device was removed from packaging as per IFU inspected with no issues noted. Negative prep was not performed. The target lesion in the mid lad exhibited moderate calcification, 90% stenosis and moderate vessel tortuosity. Lesion was pre-dilated. Resistance was encountered advancing the endeavor resolute device. It was reported that difficulties were encountered while attempting access to the coronary artery. The device was removed and it was noted that the stent struts were damaged. The physician used another endeavor resolute device to conclude the procedure with no issues reported. No patient injury reported. Please note that this device (endeavor resolute rx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity rx). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.